Event description:
Reportedly, when the ventilator was first turned on, it began ventilation without entering standby condition to perform the circuit check. The pt was connected to the ventilator without a verification of functionality by the user. Soon after, the pt was removed from the ventilator because the ventilator gave a device alert with an error message "circuit disconnect". Also, peep pressure was not being delivered as set. The pt was manually ventilated and then switched to another ventilator. Replacing the analog board fixed the reported problem.